Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device came from the ward to the biomed as "faulty" with no fault description. The biomed successfully complete a full functional test with no fault found, however minutes later a red x appeared. There was no reported patient involvement.